Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving morphine (15 mg/ml at 3.122 mg/day) via implantable infusion pump. It was reported that the patient experienced a loss of pain relief. Event date was sometime in 2021. A factor that may have led or contributed to the issue was that the physician stated that the patient experienced falls. The physician performed a catheter dye study which revealed that the catheter was outside the intrathecal space. The physician revised a portion of the catheter so that the catheter tip was in the intrathecal space. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.